Event description:
It was reported that the patient had experienced a syncopal episode and a fall. A few days later the lead triggered a lead integrity alert (lia) with high impedance levels, high thresholds, and no capture at max output. An x-ray was taken and the rv lead appeared to be fractured near the clavicle. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.